Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that replaced dual speed starter board. R eturning system to customer as working. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576r, product ID: bi71000852. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that while doing a spin, the system rolled up to the ap (anteroposterior) position, and then the system made a "popping noise or sparking noise". The system then on the mobile viewing station (mvs) reported that x-ray was not active. This was the second occurrence of this issue. Clinical specialist (cs) stated that this time, the reboot resolved the issue. This issue occurred preoperatively and caused 7 minutes surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
(H3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. "Unable to expose." Installed starter upgrade kit in imaging system. The system initialized. Motion, generator, communication and charging readied 2d and 3d imaging was successful. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576r, serial/lot #: (B)(6). MDR codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.